Event description:
The graft was implanted in a 1-yr-old male with complex cardiac anomalies as a modified blalock-taussig shunt. Excessive serous fluid leakage necessitated graft replacement during surgery.